Event description:
It was reported that after pairing a new dexcom g7 sensor, the continuous glucose monitoring connection alerted due to an incorrect pairing code, resulting in a pairing failure to the ilet; after entering the correct pairing code, the dexcom app functioned, and sensor pairing was expected within approximately twenty minutes. Customer care provided support that included troubleshooting and education with the user. Investigation of this case revealed user interface error during sensor pairing that was resolved by correcting the code. Symptoms included no reported adverse clinical effects. Outcomes included no interruption to therapy beyond temporary loss of sensor data and no medical intervention. It was concluded that the event was attributable to user error with no device malfunction and that normal function resumed after proper pairing.